Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced fungal peritonitis. The patient was hospitalized for an unreported indication and while hospitalized the patient was diagnosed with peritonitis. The cause of the peritonitis and treatment for the event were not reported. At the time of this report, the hospitalization was ongoing. Pd therapy was ongoing and the patient¿s outcome was not reported. No additional information is available.